Event description:
Pt continues to have issues with postural orthostatic tachycardia syndrome and has had covid 6 times despite vaccines. She has had high fevers of 104 and had been in and out of bed due to the infection. She keeps passing out but she believes some of that is due to dehydration but she still tries to do her posture changes as instructed and get up slowly. She has been in and out of the emergency room at various times. She cannot take medication that has coating on it due to her gastric issues she had 20 years ago.